Manufacturer narrative:
A philips remote service engineer (rse) reached out and was able to retrieve data logs that were analyzed by product service engineer (pse). The pse noted that during the event timeframe, there was an active ra lead off technical inop message for approximately 1 hour and 15 minutes, from 2027 to 2217. This condition would have allowed for ECG monitoring; however, during this same timeframe, other technical inops were also present, which would not have allowed successful ECG monitoring. A 'cannot analyze ECG' inop was generated 25 times during from 2040 to 2143, for approximately 14 total minutes. There was an extended 'ECG leads off' inop at the end of the event timeframe, starting at approximately 2143, which was acknowledged at 2146 but the condition continued until 2217. There were reminders for this inop every 3 minutes for 30 minutes during this time. There were red ECG alarms for extreme tachycardia and ventricular tachycardia for approximately 15 minutes throughout the timeframe and yellow alarms for afib, high heart rate, pvcs and pacer not pacing for one hour and fifteen minutes during the event timeframe. Based on this information, the device provided alarms throughout the event timeframe with no apparent malfunction; however, the cause of the patient's death was unknown, though it may have been related to alarm management or clinical workflow. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that the patient was in the telemetry unit and had red alarms until transferred to the ICU. The patient eventually coded and expired in the ICU. The customer contact did not report any defects or a device malfunction.